Event description:
The product was used during a laparoscopic omentoplasty procedure. Reportedly, the needle broke and the component disengaged into pt's cavity. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.